Event description:
It was reported that on (B)(6) 2021, a 25 mm amplatzer amulet left atrial appendage occluder was successfully implanted without difficulty or incident. A post-procedure transesophageal echocardiogram confirmed there was no device problem, pericardial effusion, or any other adverse findings. The patient received a limited echocardiogram later in the day with no adverse findings or effusion noted. The patient was monitored for approximately 4 hours. Patient had no complaints and vital signs were stable, and the patient was discharged. On (B)(6) 2021, a follow-up call to the patient was made, and the patient did not have any complaints. Within 24 to 36 hours after implant of the device, the patient presented to the emergency department unresponsive and chest compressions were performed. A handheld echocardiogram was performed which revealed pericardial effusion. The code was called and the patient's death was on (B)(6) 2021. It was reported that the cause of death was most likely not related to the procedure, but it was unknown if the cause of death was related to the device. The patient's past medical history included atrial fibrillation, cardiomyopathy, obesity, and low ejection fraction. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of pericardial effusion and death were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.